Manufacturer narrative:
The field service engineer determined there was an issue with the na electrode and ise tubing. The electrode and tubing were replaced. Calibrations were performed and all results were acceptable. The customer repeated a patient sample that was run previously and the result was acceptable. Controls recovered both within range and outside of range on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode on a cobas integra 400 plus. The reporter also stated they received hardware errors on the analyzer. The reporter replaced a system solution and calibrator bottle. The sample initially resulted with an na value of 127 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a cobas 6000 c (501) module, resulting with a value of 140 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The na electrode lot number and expiration date were requested, but not provided.